Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she was hospitalized due to a surgery. Hospitalization was not diabetic related. Customer mentioned to have low blood glucose. Customer's blood glucose was unknown. Customer wanted to be off the device for a while due to having low blood glucose. Customer declined troubleshooting. Customer will not be returning the sensor for analysis.